Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the surgeon planted the needle of the fast-fix 360 into the meniscus, fired the t1 implant, pulled the needle out, replanted it and fired the t2 implant. Upon removing the needle, it was apparent that the suture component was not attached to either the t1 or t2 implants. The suture came out with zero resistance and the peek implants were nowhere to be seen. The procedure was successfully completed with a delay of less than 30 minutes, using a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during an arthroscopy, both implants of the fast-fix 360 were deployed into the meniscus, upon removing the needle, it was apparent that the suture component was not attached to either the t1 or t2 implants. The suture came out with zero resistance and the implants were nowhere to be seen, they must be free floating in the capsule. The procedure was successfully completed with a delay of less than 30 minutes, using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on b1, b2, b5 & h6 (health effect - clinical code/impact code).

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with batch number 2169929 on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not completely returned for evaluation. Factors that could have contributed to the failure include (1) use of sharp instruments to manage or control the suture that can cause breakage of the suture, and (2) an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.